Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump shutdown unexpectedly. Upon reloaded a cartridge the pump declared a valid minimum fill notification. No impact to the customer's blood glucose. Customer loaded a new cartridge and resumed insulin delivery.